Event description:
It was reported the patient presented for a leadless pacemaker (lp) implant. During the procedure, after initial mapping, it was discovered the lp helix had become extended. The lp was replaced without issue. The patient was stable.

Manufacturer narrative:
Device history record was reviewed and found to be complete. The product passed all quality control tests prior to its distribution. The reported event of stretched helix was confirmed. Visual inspection showed that the helix was stretched out of specification consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity.